Manufacturer narrative:
Olympus was unable to determine whether the device was sent olympus for evaluation or serviced, as the serial number provided by the user facility is incorrect; therefore no information could be found. As part of our investigation into this report, an olympus endoscopy support specialist (ess) was requested to be dispatched to the user facility to provide an in-service to the account. The in-service covered pre-cleaning, leak testing, manual cleaning, loading the scope into the oer-pro, and storage. While demonstrating leak testing with the oer-pro the ess noted a leak in the scope. The ess reported that the user facilitys manager of surgical products and central sterile department stopped the in-service and concluded that no further investigation is necessary, as the positive culture results were due to the leak on the scope.

Event description:
Olympus was informed that the duodenovideoscope cultured positive for an unspecified microorganism multiple times after being reprocessed in the facilitys (B)(4). The device has been removed from service. There are no associated patient infections.